Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 7. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced (seven) infusion set issues on (B)(6) 2026. Patient reported that infusion set adhesive patch detached from cannula housing/base prior to insertion during package opening. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.